Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).ts explained what data is sent and how to send it. Confirmed her trans setting is set to 7. Had the customer reboot the g8, advised to contact di (data innovations) if further issues. The most probable cause of the reported event was interface issue with di.

Event description:
On (B)(6) 2017, the customer reported interface issues with new lis with their hlc-723g8 analyzer. Customer stated they were down, had service (for low total areas) and now interface is not working, not sending correct results. The customer is unable to run hba1c patient samples. Ts (technical support) explained what data is sent and how to send it. Confirmed her trans setting is set to 7. Had the customer reboot the g8, advised to contact if further issues. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.